Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller with the process, leading to the successful restart of their sensor session, and the error did not reoccur.